Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after the intraperitoneal implant, the patient experienced hernia recurrence on right side of the parietex mesh with tears in the mid-portion, unincorporated mesh, small bowel obstruction, adhesions, mesh migration, free fluid in abdomen, free air in abdomen, abdominal pain, nausea, foreign body reaction, swelling, and parts of the mesh that had rolled up causing thick rough edges. Post-operative treatment required includes a recurrent incisional hernia revision/repair, trimming of excess mesh at the margin of the abdominal wall musculature, trimming of thick rolled mesh edges, exploratory laparotomy, reduction of incarcerated recurrent incisional hernia, lysis of adhesions, removal of unincorporated mesh, component separation, hospitalized, and mesh excision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: h6( added patient codes, added device codes, removed code a040102). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence on right side of the parietex mesh with tears in the mid-portion, unincorporated mesh, small bowel coming through a tear on the right side of the mesh, two kinked areas of small bowel, extensive filmy adhesions between small-bowel loops, bowel laying on top of the mesh, bowel adhesions to the anterior abdominal wall, left side of central mesh that had come off the anterior abdominal wall leading to recurrent hernia, mesh migration, and parts of the mesh that had rolled up causing thick rough edges. Post-operative treatment required includes a recurrent incisional hernia revision/repair, trimming of excess mesh at the margin of the abdominal wall musculature, trimming of thick rolled mesh edges, exploratory laparotomy, reduction of incarcerated recurrent incisional hernia, lysis of adhesions, removal of unincorporated mesh, component separation, and mesh excision. Following additional surgical procedure on (B)(6) 2014, the patient was kept intubated postoperatively due to possible large volume shifts, length of procedure and possible needing a large amount of fluid, and taken to ICU in guarded condition.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information: a4, b5, b7, d7, g4 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after the intraperitoneal implant, the patient experienced hernia recurrence on right side of the parietex mesh with tears in the mid-portion, unincorporated mesh, small bowel obstruction, adhesions, mesh migration, free fluid in abdomen, free air in abdomen, abdominal pain, nausea, foreign body reaction, swelling, pain, infection, inflammation, nerve damage, renal failure, neuropathy, and parts of the mesh that had rolled up causing thick rough edges. Post-operative treatment required includes a recurrent incisional hernia revision/repair, trimming of excess mesh at the margin of the abdominal wall musculature, trimming of thick rolled mesh edges, exploratory laparotomy, reduction of incarcerated recurrent incisional hernia, lysis of adhesions, removal of unincorporated mesh, component separation, hospitalized, CT-can, medication, mesh excision, and hernia repair with new mesh. Relevant tests/laboratory data: (B)(6) 2012 testing revealed small bowel obstruction, likely due to a large incarcerated ventral hernia. Free air in abdomen and within the hernia, small amount of free fluid in abdomen and pelvis. (B)(6) 2013: op note stated emergency room work up showed incisional hernia coming from lower end of midline incision, with bowel swelling and transition zone. (B)(6) 2014: CT scan demonstrated a suprapubic hernia containing loops of small bowel; pathology report on abdominal hernia and mesh showed skin with foreign body giant cell reaction and foreign material (mesh).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of multiple incisional hernias. It was reported that after implant, the patient experienced small bowel tear on the right side of the mesh, recurrence, adhesions and small bowel obstruction. Post-operative patient treatment included revision surgery. Relevant tests/laboratory data: (B)(6) 2012 testing revealed small bowel obstruction, likely due to a large incarcerated ventral hernia. Free air in abdomen and within the hernia, small amount of free fluid in abdomen and pelvis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent ventral incisional hernia. It was reported that after implant, the patient experienced hernia recurrence on right side of the parietex mesh with tears in the mid-portion, small bowel coming through a tear on the right side of the mesh, two kinked areas of small bowel, extensive filmy adhesions between small-bowel loops, bowel laying on top of the mesh, bowel adhesions to the anterior abdominal wall, left side of central mesh that had come off the anterior abdominal wall leading to recurrent hernia, and parts of the mesh that had rolled up causing thick rough edges. Post-operative treatment required includes a recurrent incisional hernia revision/repair, trimming of excess mesh at the margin of the abdominal wall musculature, trimming of thick rolled mesh edges, and mesh excision. Following additional surgical procedure on (B)(6) 2014, the patient was kept intubated postoperatively due to possible large volume shifts, length of procedure and possible needing a large amount of fluid, and taken to ICU in guarded condition.